Event description:
It was reported that the patient's blood glucose level rose to over 800 mg/dl while wearing the pod for an unspecified period. The patient reported that they were hospitalized as a result. An allergic reaction to the adhesive was also reported. No specific treatment was mentioned. The hyperglycemic incident occurred in 2023, therefore limited information is available. The patient plans to discontinue omnipod usage and return to multiple daily injections to manage their diabetes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.